Event description:
On 5/17/96, device was implanted. On 11/1/96, it was reported "malposition and scarring pump." Add'l info received on 11/13/96, indicates the pump was removed from the pt and replaced on 11/5/96.